Manufacturer narrative:
The service rep spoke with customer and made appointment to correct problem reported. Perform collimator calibration and image sizing calibration per mfg specification. Checked operation. Machine works as intended.

Event description:
Customer claims system has a physicist discrepancy. Beam size exceeds displayed image (sum of long & trans) exceeds four percent of the distance (25) from source to test image normal mag.